Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer requested to replace main printed circuit board to complete the repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.